Manufacturer narrative:
Correction: life threatening was not previously selected in error. Analysis of the pump revealed significant damage to the reservoir septum while implanted; the septum was not leaking. As per the pump¿s logs, the following medications were being administered as of (B)(6) 2019: morphine with concentration 20 mg/ml at a dose rate of 7.513 mg/day and sufenta with concentration 400 mcg/ml at a dose rate of 150.26 mcg/day. Correction: the conclusion code was previously applied in error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative. It was reported that the patient¿s pump had leaked twice and overdosed her in (B)(6) 2019 and (B)(6) 2019. They then had replaced the pump. It was noted that there was a tear in the septum that covers the refill valve that caused the overdose.

Manufacturer narrative:
H6: the previously applied device code c76126 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial #: unknown, product type: programmer, patient. Other relevant device(s) are: product ID: 8835, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 20 mg/ml concentration at 7.5 mg/day dose and sufenta, 400 mcg/ml concentration at 150.26 mcg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that patient experienced overdose symptoms shortly after pump refill on (B)(6) 2019. Patient came in for a refill in the office and everything went as normal. After about 5 minutes the refill, the patient started having overdose symptoms. One dose of narcan was given to the patient and all overdose symptoms were reversed. (Hcp thought it was unusual for it to take only one dose of narcan to resolve the overdose symptoms and thought it would take more like a day to resolve). The hcp stated during the refills at the office they did not use a manufacturer refill kit but something very similar. Patient experienced respiratory suppression. The hcp did rescue breathing until the ambulance arrived. In (B)(6), the hcp took patient to hospital and refilled using fluoro. The hcp made sure he was in the reservoir (refilled and drew back the same amount to ensure he was in the reservoir). The hcp noted there were no volume discrepancies as well. The hcp noted at the hospital they used manufacturer refill kits. A few weeks ago in (B)(6), patient came back for a refill at the hospital and they used the manufacturer refill kit under fluoro. The hcp confirmed the needle was in the correct place. A little bit after the refill the patient started experiencing overdose symptoms. The paid response team came in and gave patient one dose of narcan which reversed the overdose symptoms. The patient had a patient programmer (ptm) but stopped using it because every time they gave themselves a bolus the patient felt like they were being overdosed. The hcp did not know when this first started for the patient. The hcp was not going to refill this pump again. He was going to replace the pump, splice the catheter and replace the connector with a new one. He would check for patency before closing the patient up. He would not refill with sufenta but instead just fill the pump with morphine and run it at 1-2 mg/day. Any environmental/external/patient factors that may have led or contributed to the issue were reported. Possible pump replacement was reported. At the time of this report, the issue had not resolved and patient status was alive-no injury. The patient¿s medical history included chronic pain. The patient¿s concomitant medications included plavix. No further complications were reported. Additional information was received from a patient. Patient was scheduled for surgery on (B)(6) 2019 and she talked to healthcare professional (hcp) who told her that he was planning to only replace the pump. Patient mentioned to hcp that she would like something also do be done to address potential catheter issue. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-method 4114 no longer applies. Eval code-result 3221 no longer applies. Eval code-conclusion 67 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative (rep). It was reported that the pump was being replaced today and she would be sending the pump back to analysis. The drugs and concentrations were changing and they did not aspirate the catheter, the new pump was presently running a back table prime. The rep was using the tablet. No further complications were reported.